Event description:
It has been reported that the device failed pacing during a preventative maintenance session. There is no patient involvement.

Manufacturer narrative:
Updated evaluation method, evaluation result and conclusion codes.